Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but a similar device is commercially available cleared 510k k030941. Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The revision of reversed ii hcp stem was necessary due to instability issues. It was replaced with a cemented stem featuring a constrained insert for enhanced stability.

Manufacturer narrative:
The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows significant signs of long-term implantation, as implant surface is shinny & deformed resulting in gap between the stem & metaphysis. The internal threads are worn and hence no more functional with sample metaphysis. Bone, soft tissues are also visible on the stem. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, design & manufacturing related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. However, on the available x-rays medical opinion was sought from an experienced independent medical expert as below, ¿yes, the image clearly shows a dislocation of the reverse total shoulder arthroplasty, so the event can be confirmed.¿ based on investigation, definitive root cause could not be determined, most likely the possible root cause is a patient related issue. Usually in case of a patient with insufficient soft tissue tension, allows too much ¿joint play¿ which will eventually damage the pe liner to such an extent that containment is diminished and complete joint dislocation may happen. If any further information is provided, the complaint report will be updated.

Event description:
The revision of reversed ii hcp stem was necessary due to instability issues. It was replaced with a cemented stem featuring a constrained insert for enhanced stability.